Event description:
It was reported that a spectrum wireless battery had fluid intrusion. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and ane valuation was performed. The evaluation confirmed the reported "fluid intrusion." Evaluation found corrosion evident on the wireless module flex and radio pcb which caused the components to fail. Rendering the unit irreparable. The device was retired from service.